Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer/ attorney in the united states, on behalf of a plaintiff /plaintiff's family in united states. It refers to the (B)(6) female plaintiff/consumer who had essure (ess205) (fallopian tube occlusion insert) placed in (B)(6) 2003. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, and excessive rashes. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent diagnostic imaging in an effort to determine the cause of her pain. Plaintiff was advised that her left essure coil was bent inside her fallopian tube. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow up information was received on 06-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: per complaint as reported this case refers to a device shape alteration, specifically the implant. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device shape alteration. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Approximately 12 years later, she underwent a diagnostic imaging and was advised that her left essure coil was bent inside her fallopian tube. She was submitted to a hysterectomy to remove the coils. This event is listed according to the reference safety information for essure. In this particular case, although the exact mechanism of the reported event is not known; given its nature causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.